Event description:
Equipment used in the procedure were effective and we had to stop procedure because it was not easily removable. Risk closure comments: per epic, md procedure note: as we were removing the balloon and got into the sheath, we could not pull it, it actually got stuck in the sheath and we could not move it any further, so we had to remove everything. We reversed the heparin with protamine, held pressure at the arm. After this was done, there was no oozing hematoma. A sterile dressing was applied. No harm to the patient.